Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot for catheter stuck in stent. Visual analysis of the returned unit observed bloodstain inside of the distal tip assembly and fluid inside the telescope assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly and the guidewire exit port was observed to be lifted. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, no image appeared in the system due to electrical open at distal (eld), which is unrelated to the catheter becoming stuck in the stent. The device labeling and directions for use (B)(4) were reviewed and revealed that the labeling and/or dfu contains these warnings: warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the condition of the returned catheter, the event description, and the anatomical and procedural factors encountered during this procedure, the root cause of the catheter stuck in stent issue has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Event description:
A percutaneous coronary intervention (pci) was performed for a 90% stenosed and moderate tortuous lesion in the left anterior descending artery (lad). An intravascular ultrasound (ivus) imaging catheter was used to pre-ivus. A stent was placed in the proximal lad, overlapping a stent in the mid-lad in place from a prior procedure. The overlapping part was inflated with a balloon catheter. Then ivus was performed again and successfully confirmed that the stents were well apposed. During withdrawal, resistance was met and the ivus catheter became stuck in the distal part of the newly placed stent at the overlap. The physician attempted to remove the catheter by vibrating the catheter; ultimately removing the guidewire, guide catheter, and ivus catheter together as one unit. Another ivus was performed but was unable to locate the stent. A CT scan was performed and confirmed that the stent migrated to below the patient's knee. The migrated stent was captured with a snare and removed outside the body. The previously implanted stent remained implanted in the mid-lad and was not affected. Procedure was completed with a different ivus catheter and another stent was implanted. The patient is reported to be in "good" condition.

Manufacturer narrative:
(B)(4) - stuck in stent.

Event description:
A percutaneous coronary intervention (pci) was performed for a 90% stenosed and moderate tortuous lesion in the left anterior descending artery (lad). An intravascular ultrasound (ivus) imaging catheter was used to pre-ivus. A stent was placed in the proximal lad, overlapping a stent in the mid-lad in place from a prior procedure. The overlapping part was inflated with a balloon catheter. Then ivus was performed again and successfully confirmed that the stents were well apposed. During withdrawal, resistance was met and the ivus catheter became stuck in the distal part of the newly placed stent at the overlap. The physician attempted to remove the catheter by vibrating the catheter; ultimately removing the guidewire, guide catheter, and ivus catheter together as one unit. Another ivus was performed but was unable to locate the stent. A CT scan was performed and confirmed that the stent migrated to below the patient's knee. The migrated stent was captured with a snare and removed outside the body. The previously implanted stent remained implanted in the mid-lad and was not affected. Procedure was completed with a different ivus catheter and another stent was implanted. The patient is reported to be in "good" condition.